Event description:
Pt had reported that their meter was reading inaccurately high and that they were taken to the hospital due to low blood glucose. Medical affairs specialist called and left a message on their answering machine in 2004, but there was no response regarding that call. Letter will be sent to try and contact pt. Based on the initial information provided by the pt, they had received a result of 189 mg/dl. They took 30 units of insulin (it is unknown if this was a set amount they took or if it was based on the meter result). About 20 minutes later, the hospital result was 22 mg/dl and they were treated with an IV. During troubleshooting, it was discovered that the pt was using expired test strips. Also, the pt was unable/ unwilling to answer if the testing technique was correct or if the puncture area was cleaned correctly. This case is reported as an adverse event since use error (expired test strips) may have contributed to the hypoglycemic event.